Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument does not clip or staple. There was no report of patient involvement or reported injury. Intuitive surgical inc. (Isi) followed up and obtained additional information. The instrument was not clipping properly.